Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned/non-emergency general surgery. The procedure was completed by using wired footswitch. It was reported to philips that wireless footswitch did not charge. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that wireless footswitch battery was empty and unable to charge. To resolve the issue, fse replaced wireless footswitch and the base station. The defective parts were returned for analysis, for wireless footswitch and base station, no malfunction was observed. After replacement the device returned to good working order. An update has been made to the instructions for use regarding the charging and handling of the wireless footswitch. It is now necessary to keep the wired footswitch continuously connected. Consequently, as outlined in the sequence of events, utilizing an alternative footswitch or hand switch allows the procedure to proceed with little to no interruption, and any malfunction is unlikely to result in death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch did not charge. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.